Manufacturer narrative:
Product analysis :visually confirmed approximately ~15mm of implant proximal tip has been broken off. Optical examination of the fracture surface identified a fairly flat fracture surface and circular material displacement. The above findings are consistent with torsional overload.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 8630645, 510k# k991031 was cleared in the united states. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event.

Event description:
It was reported that the patient underwent posterior spinal fusion surgery at l4/5 level, for the treatment of spondylolisthesis. During surgery, while implanting the screw, it broke and was explanted. No fragment of the products remained inside the patient. There was a delay of less than 60 minutes in overall procedure time. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.